Event description:
Resection of tumor on jejunum. Reportedly, the device was used to seal tissue on the pt during a resection of a tumor on the jejunum. The pedicle was dry when the pt was closed, however, the pt subsequently bled 4 hours post operative. The pt was brought back to surgery and the pedicle was sutured to mitigate the bleeding. Subsequently the pt died 10 days later of kidney and cardiac failure which was reportedly, due to a combination of bloodloss and peritonitis as the anastomosis had become ischaemic. The pt was male and had a non malignant tumor of the small bowel and metastatic glands in his neck (unrelated to this tumor), the primary malignant tumor was not identified. Otherwise he was in good condition before the procedure.